Event description:
It was reported that at device follow up, it was noticed that when the cardiac compass report was printed, vertical lines were seen on the report. It was noted that this represented missing data for specific days over a fourteen month trend. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).